Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that they were unable to duplicate the rtm heating. There was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported for the past couple days they are trying to recharge the ins and they have to reset the controller. Patient stated they get messages call manufacturer, can't continue, orange light flashing, terminated, finished and the controller goes blank and they are not moving. They have to remove the battery to get controller going again. Patient services (ps) assisted patient with resetting the controller, after resetting, the controller power on, controller shows 100%, ins 60% charged. Patient stated the recharger (rtm) gets warm near the little box, paddle on occasion gets warm and they will stop charging and let it cool down. Patient stated there is no visible damage to the rtm. Patient started a charging session and screen shows recharging need attention and patient said they didn't do anything or move. Patient stated they have to hold the rtm certain way to get good connection because of their body. A replacement rtm was sent out. No symptoms were reported.  Additional information was received from a patient (pt) regarding an external device. The reason for call was that the controller kept telling them that there was a problem and to call manufacturer; further screen details asked/unknown. Pt stated that they went to recharge the ins, however the controller wouldn't let them. Pt stated that they reset the controller, however the issue was not resolved. Patient services (pss) had the pt attempt to recharge the ins during the call to try and recreate the issue; pt stated that looking for device appeared; pt noted that before this attempt, the equipment wouldn't even find the device. Pt stated then that poor recharge quality appeared. Pt stated that the ins was then recharging, however poor recharge quality displayed right away again. Pt stated that the light above the controller screen was going from green to orange and that the recharging quality was going from good to excellent to poor. Pt noted that they hadn't even moved since attempting to recharge the ins. Pt stated that the recharger tele metry module (rtm) relay box would get a little warm. Pt confirmed that the connection between the rtm and controller was tight and not loose. Pt stated that normally the ins would recharge within an hour with no issues before this issue started. Pt stated that they knew the controller was not working properly since the ins battery had been at 70% for two or three days. A replacement controller was sent out.